Event description:
It was reported that during a right internal carotid artery stenting procedure, the patient was experiencing malignant hypertension and was treated with medication. Approximately 15 minutes post procedure, the patient complained of severe leg pain and was found to have ischemia. Distal pulses were absent. Anesthesia was called to control the patient's pain and blood pressure pending planned further evaluation and intervention for the lower extremity ischemia. Angiography was performed, demonstrating pedal occlusive disease and absence of distal flow. The patient was fully awake and neurologically intact. Attempted restoration of flow was unsuccessful. Intravenous reopro and retavase were started and the patient was transferred to the intensive care unit. The episode of malignant hypertension lasted approximately 45 minutes. Approximately 6 hours post procedure, new onset of flaccid hemiparesis was noted on the left side of the body. Computed tomography (CT) scan of the brain showed a large right frontal lobe cerebral hemorrhage. Intravenous reopro and retavase were discontinued. One day post procedure, the patient died. Cause of death was cerebral hemorrhage due to malignant hypertension secondary to cholesterol embolization. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Other: heparin. Embolic protection: emboshield nav 6. There was no reported product deficiency. The reported patient effects of embolism, hemorrhage, hypertension, weakness and death are listed in the xact instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.